Manufacturer narrative:
(B)(4). The return of the unit has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted. A review of the device history records indicated that this serial number was released meeting all specifications as manufactured.

Event description:
The customer reported that, during a procedure when the generator was in use, patient burns occurred at the site of a spinal retractor that was placed on a patient. A bipolar accessory had been in use during the procedure. The specific accessory used, degree of burn, and if any treatment was given for the burn is unknown. Questions were extended but no additional information was provided by the facility.

Manufacturer narrative:
(B)(4). Date of initial report: 09/29/2016. Date of follow up report: 10/18/2016. One forcefxc was received for evaluation. The investigation of the returned equipment did not identify anything that would have caused or contributed to the reported event. The investigation found the device to function normally and within specifications. A review of the device history records indicated that this serial number was released meeting all specifications as manufactured.